Manufacturer narrative:
Product event summary : the device was returned and analyzed. The device met 80.14% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room due to bradycardia. The device indicated elective replacement indicator (eri) about one year earlier, and then the device indicated end of service (eos). The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.